Event description:
It was reported that particulate matter was observed on the female luer of the minicap transfer set. This occurred prior to use and with no patient involvement. No additional information is available. This is report 16 of 16.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. If additional relevant information is received, then a follow up report will be submitted.